Manufacturer narrative:
Information regarding patient age, gender and weight were not available. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during stent-assisted coil embolization of an internal carotid-posterior cerebral artery aneurysm, the enterprise 2 stent (enc401600/ 10546412) prematurely deployed in the patient. The physician delivered the enterprise 2 into a prowler select plus (lot unknown), and checked the position of vrd marker. When the physician stepped on the pedal of x-ray, the enterprise 2 stent had already deployed outside of the prowler select plus, and was placed at the distal side from the neck of aneurysm. Thus the physician carefully added a new vrd with the same lot at the target site. The procedure was completed without further issues and delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. The product remains implanted, and will not be returned for analysis. No further information was available.

Manufacturer narrative:
The DHR review was performed on 12/14/2015. Complaint conclusion: as reported by a healthcare professional, during stent-assisted coil embolization of an internal carotid-posterior cerebral artery aneurysm, the enterprise 2 stent (enc401600/ 10546412) prematurely deployed in the patient. The physician delivered the enterprise 2 into a prowler select plus (606s255x/17257463), without resistance, and tracked the stent through the catheter to the tip. They checked the position of the vrd marker by aligning the stent positioning marker of the delivery wire with the target site. When the physician stepped on the pedal of x-ray, the enterprise 2 stent had already deployed outside of the prowler select plus, and was placed at the distal side from the neck of aneurysm. It was reported that the position of the microcatheter had not been lost. Thus the physician carefully added a new vrd with the same lot at the target site. According to the physician, there was a high possibility that the microcatheter had been inadvertently pulled back or the delivery wire pushed forward causing the stent to deploy. The procedure was completed without further issues and delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. The product remains implanted, and will not be returned for analysis. No further information was available. The device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The premature detachment could not be confirmed without product return or procedure films to review. The root cause of the event could not be conclusively determined; however, based on the information provided, procedural factors may have contributed to the event. The instructions for use warns: do not deploy the stent if the position of the infusion catheter delivering the embolic coils has been lost. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.